Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : hospital disposed of the device.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR (B)(4).

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim) and ruby coils. During preparation for the procedure, two ruby coils became kinked while advancing into the px slim and were not used. Upon removing a new ruby coil from the packaging, the pusher wire became kinked and was not used. A fourth ruby coil was found kinked at the pusher assembly and a px slim became kinked at the strain relief. All the devices were damaged during preparation for the procedure and were not used.